Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported having unspecified troubles with the patient's vascular access needles, and set up of a routine hemodialysis treatment. High venous pressure and other unspecified alarms occurred during the treatment. Rinseback was not performed due to air in the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback due to the amount of air in the circuit. The disposable cartridge was not available for evaluation. The exact cause of the alarms cannot be determined, but were most likely due to set up difficulties and problems with the patient's vascular access needles. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. There have been no similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.